Event description:
It was reported that the torx driver tip was broken during use in surgery. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Examination found that the tip is completely sheared off. Hardness test was found within specifications. Fracture appears to be consistent with a fatigue failure.